Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lower anterior resection procedure, the proximal staple line formed, but there were no staples in the distal segment. The surgeon sutured over the unstapled portion of the bowel. Completion of the procedure went ahead and the outcome looked good. There was no adverse pt consequence.